Event description:
User facility has been made aware of an adverse event involving a graseby ms26 syringe driver. Home health care received the driver back from a nursing home they hired the driver to. It was reported that a pt received an overdose of medication and as a result died. It was reported that the overdose apparently was a result of the wrong setting of the infusion rate by a nurse. The rate was reported to be set to 50/1hr instead of 50/24hrs. The nurse is believed to have misunderstood the instructions for use for the driver. It was reported that the next nurse on the shift informed the nurse that the setting was incorrect. They do not want to return the device to the co as they believe this was a user error.